Event description:
It was reported that this pacemaker was part of the system revision due to infection. All available information indicated that the pacemaker remains in service. There were no additional adverse patient effects reported.